Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/4 of her automated peritoneal dialysis therapy. Reportedly, the home patient was home during the alarm. The home patient was connected at the time of the alarm. The home patient has one cat. The home patient stated the patient's cat managed to get into the patient's room and damaged the tubing while in use causing a leak. A supply bag did not fall. The supply bags are placed on a pole that is a secure location. The location of the leak was identified on the tubing. The leak was noted in the drain cycle. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient discontinued therapy for the evening. The homechoice set was not being reused. No damage was noted to the box in which the cassettes were delivered. The home patient did not use a sharp object to open the box that the homechoice cassettes were delivered. No patient injury or medical intervention was associated with this incident per the home patient. The sample was disposed so there is no sample available.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient.